Event description:
During an acetabular repair procedure, the drill bit broke. The surgeon used another drill bit to complete the procedure. The surgeon left the broken tip in the pt because he felt it would cause more damage to retrieve it.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device has been returned.